Event description:
It was reported that a scepter balloon catheter did not deflate during a coil embolization procedure. The device was removed in an inflated state. The procedure was completed with another device and the patient was reported to be stable. There was no injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but it has not yet been returned to the manufacturer. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be be performed, the results of which will be provided in a supplemental MDR.

Manufacturer narrative:
Items returned for investigation: scepter c. Items not returned for investigation: n/a. The balloon was returned deflated. Residual contrast was observed occluding the hub. The distal end of the catheter shaft was observed to be flattened. The inflation port was injected with dyed saline, but the balloon could not be inflated. The occluded hub was bypassed, but the balloon still could not be inflated with saline during the investigation due to the flattened section. The investigation of the returned balloon catheter found a flattened section at the distal end of the catheter shaft, the hub occluded with material consistent with contrast material, and the balloon deflated. The flattened section of the device may have caused or contributed to the alleged deflation issue if present at the time of the reported event; however, this investigation was unable to inflate the balloon during functional testing due to the flattened section to further assess the deflation time of the balloon and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that a scepter balloon catheter did not deflate during a coil embolization procedure. The device was removed in an inflated state. The procedure was completed with another device and the patient was reported to be stable. There was no injury or intervention.